Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [1000 mcg/ml] at a dose of 397.4 mcg/day, bupivacaine [10 mg/ml] at a dose of 3.974 mg/day, and an unknown brand of morphine [25 mg/ml] at a dose of 9.934 mg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The representative reported the patient had not been around any magnets, or had an MRI that they were aware of. The patient had also been hearing the pump alarming. Per the event logs, a motor stall occurred on (B)(6) 2017 at 00:46, and tube set occurred on (B)(6) 2017 at 00:46 with no motor stall recovery. The representative stated there were no other anomalies per the event logs. The patient was being supplemented with another form of medication. The representative was inquiring how to take the pump out of a motor stall. No patient symptoms/complications were reported.